Event description:
During a stenting treatment procedure to dilate several focal lesions in the iliac, removal difficulties were encountered. Access was obtained using an ipsilateral approach through the axillary artery. An arrow sheath was inserted and the physician advanced the magic torque guidewire to the lesion. Resistance was experienced while trying to cross the lesion and during these attempts, the guidewire became kinked. During removal the physician experienced difficulty removing the guidewire through the sheath. The sheath and guidewire were removed together and another sheath was inserted to continue the procedure. The procedure was completed successfully. The patient is reported as 'ok' following the procedure; no injury or complications were reported.